Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a bilateral ureteroscopy using an olympus semi rigid scope, the ncircle tipless stone extractor was tested prior to use and was working fine. The loop broke while trying to retrieve the stone. The second basket used was able to be used throughout the end of the case. No unintended section of the extractor remained inside the patient¿s body. No additional procedures were required due to this occurrence and there were no adverse effects to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: conclusions code: cause not established (4315). Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle in the closed position. The collet knob is tight and secure. The male luer lock adapter (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.9 cm in length. A visual examination noted the support sheath is bowed starting at the nose of the mlla. A small kink was observed in the basket sheath 2 cm from the distal tip and again 5.5 cm from the distal tip of the basket sheath. A functional test determined the handle actuates the basket formation. The basket formation was found to be stretched and elongated; it would not expand. The knot is still attached. The basket wires are still attached. The support sheath and basket sheath are still adhered. The basket coil is exposed. When the handle is deployed, the cannulated handle popped out of the handle. There is 4 mm of nitinol wire exposed between the basket sheath and the bottom of the distal cannula. The device history record review showed there were no non-conformances that would have caused or contributed to the reported failure. A search of complaint records revealed this is the only complaint associated with complaint lot number 8890134. The device manufacturing records were reviewed and no notable gaps in production or processing controls were noted. The instructions for use (IFU) provides the following related precautions: precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was found to have a basket that was severely deformed. The sheath was also found to be kinked in multiple locations. All the basket wires were intact, with none broken or missing. The basket was still able to function when the handle was actuated, but the damaged condition of the basket wires prevented the basket from opening into a circular shape. The condition of the returned device indicates it became damaged during use. The IFU contains cautions about manipulating the device to prevent damage. Since no information related to product handling is available, the definitive cause of the broken wire could not be established. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.